Event description:
After pre-dilatation of the proximal diagonal, the stent delivery system (sds) was advanced to the lesion, but would not cross. As the sds was pulled back into the guiding catheter, resistance was noted at the distal part; therefore, the sds and guiding catheter were removed as single unit. After the sds was removed from the patient, it was discovered that the stent was no longer attached to the balloon. Fluoroscopy was used to search for the stent inside the patient's body, but the stent could not be located. It is possible the stent remained in the patient's circulation, although this could not be confirmed.